Manufacturer narrative:
At this time no conclusions can be made to what extent the bard / davol bard flat mesh device may have caused or contributed to the reported event. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: on (B)(6) 2003: the patient was diagnosed with chronic pelvic inflammatory disease, uterovaginal prolapse, stress urinary incontinence, pelvic pain, pelvic adhesions and underwent lysis of adhesions, total abdominal hysterectomy, bilat salpingo-oophorectomy, sacrocolpopexy and a marshall-marchetti-krantz with implant of a bard/davol flat mesh. On (B)(6) 2006: the patient was diagnosed with mesh erosion and underwent a partial explant of the bar/davol flat mesh. On (B)(6) 2010: the patient had a doctor office visit with complaints of ¿multiple problems since surgery.¿ patient complained of vaginal infections every other month and taken antibiotics regularly. Intermittent vaginal bleeding and painful intercourse. On (B)(6) 2011: the patient was diagnosed with chronic pelvic pain and exposed mesh and underwent a two part procedure which included exploratory laparoscopy with lysis of adhesions and removal of the bard/davol flat mesh.